Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. This MDR has been created to document asr/product code otn/exemption # e2014015. Total number of events summarized: 47. Aris - 40. Supris - 5. Minitape - 2 - attachment: [otn june july 2017.zip].

Event description:
As reported to coloplast though not verified, patient's legal representative stated bladder pain, sui, urgency.